Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Pump communicated properly with test guardian link (3) transmitter. Lost sensor alarm, no delivery alarm/occlusion during therapy, missing segments/partial display, back light anomaly and missing segments/partial display not found during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also state that the insulin pump had a faint display, in which there were no changes on his brightness settings, but the display was faint and it was so difficult for them to view the screen. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.